Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-2316-50, serial #: (B)(4)description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing intermittent stimulation and was having issues with the reverse splitters. It was determined that there was only one contact that did not have a high impedance value. An x-ray was taken and there was no damage suspected. The physician suspected that something was wrong with the splitters. The physician planned to open the patient's incision site to disconnect the leads or replace the splitters.

Manufacturer narrative:
Additional information was received that the patient¿s leads were tested and revealed high impedances. The patient underwent a revision procedure wherein the entire system was replaced. It was noted that the leads and splitters were cut in order to make the explant easier. The physician was not able to determine the cause of the impedances. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing intermittent stimulation and was having issues with the reverse splitters. It was determined that there was only one contact that did not have a high impedance value. An x-ray was taken and there was no damage suspected. The physician suspected that something was wrong with the splitters. The physician planned to open the patient&#38112;incision site to disconnect the leads or replace the splitters.